Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place. It was also reported that a fracture was present in the tooth prior to initiation of the root canal therapy and that the tooth has "quite a bit of mobility". As such, the dr plans to monitor the tooth.